Event description:
It was reported that a patient had loss of stimulation and loss of therapeutic effect. It was stated that the patient had less than 50% therapy relief at the lead location. It was reported that impedance testing, x-rays and reprogramming had been performed. It was stated that the issue was not resolved, and the cause of the issue was not determined on the day of this report. It was reported that the patient would have a revision at a later date. It was stated that the device was currently implanted and remained in service. It was reported that the patient was alive with no injury. Additional information received reported that all impedances had been >10,000 ohms. It was reported that the x-ray showed the lead had moved up. It was noted that there was no change with reprogramming.

Event description:
Additional information received reported that the patient would get their system revised ¿at some point¿ but it had not been scheduled yet. Additional information received reported that the patient had a lead revision. It was reported that both old leads were taken out and 2 new leads were implanted. It was reported that impedances were ¿good now¿. It was stated that the patient got coverage where needed.

Manufacturer narrative:
Analysis of lead (B)(4) found all conductors were broken 14.4 cm from the distal end. Analysis of the lead (B)(4) found conductors #0, #3-#7 were broken 21.0 cm from the distal end. Analysis of the anchors found no significant anomaly, the anchors were seated on the explanted leads.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 37743, serial# (B)(4); product type programmer, patient product ID 37752, serial# (B)(4); product type recharger product ID 3778-60, serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2011 (B)(6); product type lead. (B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.